Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the pump while delivering a bolus "returns to the home status screen after only a partial dose has been delivered". Customer resumed insulin delivery. There was no reported adverse impact.